Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using the pre-close technique via a large-bore sheath hole prior to an interventional impella procedure. Reportedly, there was no flow noted at the marker lumen, however, arterial blood flow was noted out of the guide wire exit port. Another prostyle was used but the same occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The obstruction of flow was not confirmed. The product quality problem (blood flow out the guide wire port) was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, based on the returned device analysis, the device was deployed and a posterior needle to cuff miss occurred. Obstruction issues and the appearance of blood flow out the guide wire port in the procedure were likely due to anatomical conditions and the placement of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using the pre-close technique via a large-bore sheath hole prior to an interventional impella procedure. Reportedly, there was no flow noted at the marker lumen, however, arterial blood flow was noted out of the guide wire exit port. Another prostyle was used but the same occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to filing the initial report, the device was received for analysis and the posterior needle tip was found separated from the suture. The posterior needle tip was not returned. Although, the broken needle tip was not returned, no adverse patient health impact has been reported.